Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) was loosing helium. No harm reported.

Manufacturer narrative:
Due to character limitation e1( initial reporter): (B)(6). Due to character limitation e1( event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional initial reporter and occupation - (B)(6), ICU nurse. Updated fields - b4, e1, g3, g6, h2, h11. Corrected fields - h6 (type of investigation, investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields: a2, a4, b4, b5, d9, e1(initial reporter), e2, e3, g3, g6, h2, h6(medical device problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer was dispatched to evaluate the unit the fse reported that they were able to reproduce and confirm the customer's stated issue. A helium leak at tubing was found from helium gauge to the coupler. The helium tubing was replaced. The leak test was done three times and passed within manufacture specifications. The fse had found the vacuum drive regulator was not stable and it was replaced. Device passed the performance and safety checks according to factory specifications. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number and tested the parts to factory specifications per the cardiosave service manual revision r. No failure confirmed on any part. Retaining the parts in the failure analysis and testing department per au.

Event description:
It was reported by the customer that the cardiosave intra aortic ballon pump(iabp) had low helium alarm and was losing helium while the device was in use. No harm or injury to the patient was reported.